Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio alert or vibration occurred on the mobile application and an adverse event occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient reported her g6 did not alarm or vibrate. She had been sleeping, awoke and tried to get up but passed out. Her sister who was in the room with her, called ems. She stated that twenty minutes after emergency medical services (ems) intervention of ¿sugar¿ and juice, her bg was 36 mg/dl. After the event, she reviewed her cgm data and saw readings on her phone but did not find any values below 50 mg/dl. She reported that her cgm had alerted her previously and later that night after the event. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.